Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection was performed and identified the damaged force sensing resistors (fsrs). The cause of this condition was undetermined. To correct the condition, the fsrs were replaced. The device was serviced to meet functional specifications. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump found to have damaged force sensing resistors. No additional information is available.